Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was later reported that the cultures grew (B)(6). The patient was doing well and had been asymptomatic for months. The plan was to replace the pump in the winter time frame.

Event description:
It was reported that on (B)(6) the patient began to be irritable with fever and increased spasticity. On (B)(6), leaking from the back incision was noted at the site of the catheter placement. The patient was brought to the emergency room and admitted. The patient was taken to the or at 7:00 p.m. For exploration at the spinal catheter level. It was noted per report that csf backflow was cloudy in nature so the doctor determined that the entire system (catheter and pump) needed to be explanted due to infection. Cultures were obtained from the device pocket and back incision areas. Cultures of the blood and cerebrospinal fluid were also obtained. No results were provided. The patient was started on IV antibiotics and admitted to the pediatric intensive care unit in stable condition for monitoring. She was also started on oral baclofen 30 mg three times/day along with periactin and valium. The patient status was reported as ¿alive ¿ no injury/no adverse event.¿ the explanted products were discarded.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter (serial number (B)(4)) found no significant anomaly. There was a non-significant indent in the seal of the sutureless connector that did not affect infusion.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
It was later reported that the patient was alive and well. The device was explanted (B)(6) 2013. The infection had since cleared and a new implant was being considered.